Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during the attempt to insert the delivery system into the introducer sheath for stenting of a common iliac artery stenosis, resistance was felt and the vascular stent was found to be partially released. Therefore, the device was not used in the patient. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent and that the deployment mechanism had not been activated. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be associated with rough handling of the device during shipping, storage or preparation. The red safety clip attached to the delivery system prevents premature retraction of the outer sheath and subsequent premature stent deployment. A damaged or wrong sized guide wire, or an introducer sheath of inappropriate size also may cause high friction force and subsequent stent dislocation resulting in premature stent deployment. In this case, resistance was felt during the attempt to insert the delivery system into the introducer sheath. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Furthermore, the IFU states: "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." And "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Also the IFU states that a minimum 6 f introducer sheath is required for the procedure as well as a 0.035" (0.89 mm) guide wire.